Manufacturer narrative:
The thermogard xp ivtm console (sn (B)(4)) was evaluated at the customer site. The report of a tcmid08 (coolant temp low) error message was reproduced during functional testing. The issue is due to a defective temperature sensor. The event log was reviewed and confirmed the occurrence of the tcmid08 error message. The thermogard console is a reusable device and was manufactured on 03 jan 2013, the device is approaching its expected service life of five years. After replacement of the temperature sensor, the console was further tested. The console functioned as intended without any errors or issue, and passed all final testing criteria. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
The customer observed a tcmid08 (coolant temp low) error message on the thermogard console (sn (B)(4)) during preventive maintenance.